Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
The customer contacted baxter's technical service center to report a high drain 101 / call pd nurse alarm on a homechoice (hc) device during start up. High drain 101 / call pd nurse alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The home patient (hp) was in initial drain (idrain) at the time of the call. The ultrafiltration (uf) was 3051ml. The patient had no symptoms of overfill and was not bloated. The baxter technical support representative (tsr) conferenced with the hp. The hp's therapy was five cycles of 2000ml, and a last fill of 500ml. The hp stated she does a mid-day manual exchange in which she drains 500ml of the last fill and then fills with 2000ml. She normally drains the 2000ml at the idrain. The tsr checked the idrain and it was 299ml. The tsr checked the idrain alarm and it was set at 50. The tsr advised the registered nurse (rn) to adjust the idrain alarm up to at least 70% of the manual fill. The rn understood and set the idrain alarm at 1500. The rn does not want the hc swapped out as she understands it was her mistake. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported issue increased intraperitoneal volume (iipv) could therefore not be confirmed. The cause was undetermined.